Manufacturer narrative:
(B)(4). Additional information has been requested. This report is filed on the adjacent disc disease. Investigation could not be concluded, no conclusion could be drawn.

Event description:
Patient with a click'x construct at l4-l5 was returned to the operating room due to adjacent disc disease.